Event description:
It was reported the stent deployed prematurely when the patient moved during procedure. There were no clinical consequences to the patient.

Event description:
It was reported the stent deployed prematurely when the patient moved during procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
A review of the device history record (DHR) was performed and found the device met all required specification upon its release. Visual analysis of the stent system found the inner body contained inside the outer body with the inner body bumper marker protruding through the distal end of the outer body. The inner body was found kinked on its mid shaft at 67.0cm and 87.5cm from its proximal end as well as its distal shaft. The outer body was compressed on its distal shaft at 10.3cm and 15.5cm from its distal end. The stent was not returned. No other anomalies were noted. The inner body and outer body were flushed with water and a large amount of friction was felt as the inner body was advanced and retracted through the outer body likely due to the damages noted in the visual analysis. Based on the additional information, it appears that as the stent was being deployed, the patient moved resulting in complete stent deployment. It should be noted that the stent did deploy over the lesion in its intended location. As this is considered a procedural factor, a probable root cause of operational context was assigned.